Event description:
Complainant alleged that the medics were analyzing a patient in full cardiac-arrest and presenting a coarse ventricular-fibrillation heart rhythm and the device returned a "no shock advised" determination. The medics entered manual-mode operations in an attempt to shock the patient but the screen displayed a dashed baseline. Medics then turned the device off to reset the device then powered the device back on. They utilized the semi-automatic feature and re-analyzed the patient and received a "shock advised" message. The medics ultimately delivered two (2) successfull shocks and converted the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.